Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited elevated, high voltage impedance. The patient is device dependent. Also, it was noted that the system did not deliver any recent shocks to the patient. The patient will be brought into clinic to conduct possible programming changes. No interventions or patient consequence were reported.